Event description:
The customer alleged they received questionable thyrotropin (tsh), t4, and t-uptake results on their e411 analyzer. The customer stated the thyroid test results were indicating hyperthyroid conditions when the patients were normal, there was no clinical picture pointing to hyperthyroidism, and the other laboratories were running normal results for the same patients. The customer stated this issue had been ongoing for over a month and 4 or 5 samples were in question. The customer provided data for one patient with a discrepant tsh result. The other discrepant results were not reported outside the laboratory. The specific date of this event was requested but could not be provided by the customer. The patient's initial tsh result was 0.76 uiu/ml. The sample was repeated on the e411 and the result was 0.8 uiu/ml. Neither result was reported outside the laboratory. The sample was repeated in another laboratory and the result was 1.1 uiu/ml and it was reported outside the laboratory. The customer considered the result from the other laboratory to be correct. There were no adverse events. The tsh reagent lot number and expiration date were requested but not provided. The field service representative found an issue with the analyzer's adjustments. He adjusted the measuring cell counts. He performed a blank cell calibration.

Manufacturer narrative:
A root cause could not be determined with the information provided. Further details were requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.